Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-07509 and 2134265-2016-07510. It was reported that automatic pullback failure had occurred. During a procedure, an ilab motor drive unit was used in conjunction with an unknown sled and unknown catheter. However, a problem with automatic pullback was encountered. When the pullback button on the drive was pressed the ivus would shut down. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The malware scan has been completed for this product and no malware was detected on this product. The acquisition pc was able to automatically start-up, connect with the image pc, and boot to ilab application. The acquisition pc passed the ilab system functional feature test , and showed no issues during pullback , or ivus. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2016-07509 and 2134265-2016-07510. It was reported that automatic pullback failure had occurred. During a procedure, an ilab motor drive unit was used in conjunction with an unknown sled and unknown catheter. However, a problem with automatic pullback was encountered. When the pullback button on the drive was pressed the ivus would shut down. No patient complications reported.